Event description:
An 80-yr-old female was admitted with infected leg ulcers. Pt had a PICC line inserted for IV antibiotics on 9/12. On 9/24, the left arm site appeared red & swollen. The catheter was removed. Upon removal, the catheter appeared to have a crack at the site. The MFR was notified & the catheter was returned for further inspection. A venogram confirmed a left deep vein thrombosis. The pt was treated with heparin & coumadin.